Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was not returned for evaluaiton. Log review shows on 11/9/2021 and 12:27am an infusion start of 80ml/hr and 40ml (concentrate: 1g/ml; dose rate: 80g/hr; dl: mannito). Pressure alarms occurred at 12:28am; 12:28am; 12:29am, and at 1:00am vtbi done stopped the infusion with a volume infused of 40ml. At 1:09am an infusion start and at 1:10am infusion was stopped with a volume infused to 41.1ml. At 1:15am an infusion start of 400ml/hr and 200ml (concentrate: .2g/ml; dose rate 80g/hr; dl: mannito). At 1:45am vtbi done stopped the infusion with a volume infused of 200ml. Based on the results of the investigation the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: mannitol infused by rn as scheduled. Per rn, she placed all the necessary data on the pump and timed the medication to infuse for 30 minutes. Pumped went off after 30 minutes and rn saw that the bag was still full. Medication was given on a separate piv by itself. Order was 40mg and 200ml of mannitol should have been infused. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.